Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for peritonitis. The cause of the peritonitis was unknown. The patient was treated intraperitoneally (ip) with vancomycin (once in 5 days) and fortum (ip, 1 gm, once a day) for peritonitis. At the time of this report, the patient recovered from the event. The action taken with dianeal therapy was not reported. No additional information is available.